Event description:
Per clinical trial cp-1060: on (B)(6)2018, patient had a bilateral inferior pedicle mastopexy. Incision was full vertical + horizontal t. Two pieces of galaform (galaflex 3dr) were used during the procedure. Concomitant procedures included refine suture suspension and lipo brachioplasty. On (B)(6) 2018 bilateral delayed wound healing was reported. Mesh was debrided on the right side and patient was given clindamycin and bactroban medication. No resolution date was provided and outcome is unknown. Review by medical affairs identifies as related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed wound healing and underwent mesh debridement. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Partial mesh explanted.